Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing believed to be due to fracture. Additional information confirmed noise and oversensing on rv lead. This rv lead was replaced and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.